Event description:
The customer reported to olympus, the colonovideoscope bowden cable is broken. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish material was found inside the air/water tube and the air/water cylinder. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a cut on angle wire, bending section cannot be bent in the down direction at all, air/water cylinder has no color, suction cylinder has no color, probe cover has a crack, light guide lens has a crack, adhesive on bending section cover has a crack, adhesive on bending section cover is discolored and universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the air/water channel and the air/water cylinder, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.